Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. While the patient was at work on (B)(6) 2023, he started experiencing symptoms of hypoglycemia including incoherent speech, dizziness, and "double vision." Someone at the college where the patient was working responded by calling for an ambulance and paramedics arrived on site. The patient was then transported to the hospital for treatment. A fingerstick measurement was taken during this time which read 2.4 mmol/l. The patient's dexcom cgm, on the other hand, was reading 5.7 mmol/l in comparison. The patient was treated with an IV sugar solution (exact medication unspecified) and was released from the hospital after three days. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.